Manufacturer narrative:
Additional expiration date: 06/2009. Additional lot #s: 1a7017, 1a7018. Additional implanted dates: (B)(6) 2008.

Event description:
(B)(4). Initial info received from a consumer on 16-dec-2008: a (B)(6) female received her first treatment with poly-l-lactic acid (sculptra) injections on (B)(6) 2007 and received additional treatment on (B)(6) 2008 (lot number/exp date not specified). She reported that she developed 10 collagen lumps at the injection site, under both eyes, cheek area, across the upper lip, and on her chin; some lumps are visible and some are not. Her physician stated they were not subcutaneous papules, but a "lump of collagen" under the skin. In (B)(6) 2008, her physician had injected her with a large lump of cortisone but it did not work. She also reported that her physician stated that he has seen pts before with just one or two lumps, but this was the worst amount of lumps that he has ever seen. He had recommended more cortisone injection, have the lumps removed or wait to see if it will resolve on its own. She plans to leave them for know. She reported that she is very disappointed in her treatment and was hoping to have better results, although her cheeks are now fuller, she also noted that she also developed bruising with the injections, but worst with the second treatment. The second set of injections was done for her free by a rep of the company, in order to show his technique to her physician. She thinks his technique was worse as she had more bruising and every injection hurt. She had some bruising with her physician's injections, but they at least did not hurt. Concomitant medication includes naproxen, timolol maleate (timolol eye drops), and lorazepam (ativan). No further relevant info reported. Additional info for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because not lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Additional info received from a physician (dermatologist) on 28-jan-2009: the physician reported that the pt received treatment with poly-l-lactic acid injection on (B)(6) 2008 (lot numbers 2a6015 expiration date nov 2008), (B)(6) 2009 (lot number 1a7017 expiration date june 2009), and (B)(6) 2008 (lot number 1a7018 expiration date june 2009). She was injected with 1 vial per face "per visit" a total of 2 vials per visit of poly-l-lactic acid diluted with 5 milliliters (ml) sterile water and 1 ml of lidocaine, injected to her upper and lower cheeks, chin and nasolabial folds. The pt has 2 adjacent nodules (2mm each); indurate plaque 13mm x 6mm and a small nodules cluster which was treated with triamcinolone acetonide (kenalog) 0.2cc with breaking up the cluster. There was no biopsy taken. The event was ongoing on the time of this report. No further relevant info reported.